Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced. However, the following failure was identified during the device evaluation: electrical contact corrosion. A definitive root cause could not be identified. Based on investigation, the found failure was noted to be attributed to degradation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a green halation. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental is being submitted to provide information from the updated legal manufacture investigation. Based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a green halation. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.